Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge pcb assembly and backplane were removed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an error resulting in a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.